Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by(B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the small battery drive device. It was determined that the device had corrosion/rusting/pitting and the seal, bearing, and motor were worn. It was observed that the electrical control unit was damaged and would not run. It was further observed that the device had a corroded bearing and a foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for check triggers, check the oscillation/forward/reverse mode function and check power with test bench. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.